Event description:
It was reported that noise was observed on stored electrograms. Externalized conductors were observed via review of fluoroscopy. The lead was capped and replaced. The patient medical condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.